Event description:
Device issue: resistance. Time of device issue: during the procedure. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that during the procedure to treat a 95% blockage in the tortuous and calcified left anterior descending artery, a non-abbott guide wire was advanced across the lesion. The xience v 2.75 x 28 mm stent delivery system was difficult to negotiate through the lesion, but it did cross and was deployed. After deployment of the stent, a dissection was detected at the distal edge of the stent, which required treatment with an additional xience v 2.75 x 23 mm stent. The treatment was successful. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with relevant info.